Manufacturer narrative:
September 15, 2015 04:20 pm (gmt-4:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that before a coronary artery bypass procedure, hs iii proximal seal was not attached to tension spring when taken out of the box. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4) the device was returned to the factory for evaluation. Blood was not observed on the device or in the delivery tube. The slide lock was engaged. The plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device, with the tension spring attached to the seal by the theater string. The following measurements were taken; the inner delivery tube diameter was measured as [.198] in. The outer diameter was measured at [.220] in. The length of the delivery tube was measured at [2.50] in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for "tension spring detachment" was not confirmed. As for the as analyzed "failure to load" the root cause is undetermined because the event occurred during the use of the device and the procedural operation is unavailable for our review. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4)

Event description:
The hospital reported that before a coronary artery bypass procedure, hs iii proximal seal was not attached to tension spring when taken out of the box. The hospital did not report any patient effects.